Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 96255682 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device discarded.

Event description:
The hospital reported that before the procedure, a blower mister used for a coronary artery bypass connector falls off. The doctor used the same device and completed the surgery with a simple repair. No harm to patient.